Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. It was noted that the left ventricular lead impedance was high and out of range. Intermittent capture was also observed with elevated threshold. The patient is not dependent on the device. Programming changes were made due to patient discomfort with the left ventricular lead at high output. A lead revision was discussed but no intervention was reported. The patient was stable before and after interrogation.